Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that before an intraocular lens (iol) implantation procedure, lens was jammed upon insertion. The surgery was completed on the same day using unspecified lens. Additional information was received and stated no medical intervention was required, and patient was not hospitalized as a result of this event.